Manufacturer narrative:
(B)(4). The unidentified microcatheter and rotating hemostatic valve (rhv) were not returned. The microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Upon analyzing the returned packaging, unreported coil damage was found and the coil was tangled around the device positioning unit (dpu). Unreported damage of the re-sheathing tool was also found which was severed into two pieces. Located 8.5 centimeters off the distal tip of the dpu is unreported damage of a severe kink to the core wire. At the distal tip of the skive where the core wire was bent unreported damage of a protrusion of the core wire outside the sheath was also found. There is no mechanical sheath damage at the protrusion site. As two coils from different product catalog numbers and lot numbers were involved in this complaint; the undamaged secondary looping is at 2 millimeters and the length is 2.5 centimeters, therefore coil has been identified as a csp10020030/c26321. The re-sheathing tool¿s fracture is ductile in nature requiring external force. No material defects were found. Compression damage was found on the proximal coil section. Located at the top proximal end of the re-sheathing tool at the open cutout section, the v notch has been severely damaged with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. Due to post-procedural handling, cleaning, and packaging, the exact circumstances of when and how the unreported damage occurred to the returned device cannot be exactly determined. The complaint of the re-sheathing difficulty is confirmed. The evidence as received strongly suggests that the root cause of the re-sheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of being retracted back at a forty-five degree angle. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the re-sheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have severed the resheathing tool, bent the core wire at the same location it protruded outside the sheath, and produced compression damage to the proximal section of the coil. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported re-sheathing difficulty was confirmed in analysis. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Review of the information suggests the root cause of the re-sheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of being retracted back at a forty-five degree angle. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time.

Event description:
As reported by the health care professional, during the coil embolization of an aneurysm two micrusphere coils failed to re-sheath. It was reported that the patient's vessel tortuosity was low and target lesion characteristics normal. An adequate continuous flush was maintained through the microcatheter at all times and there were no damages on the coil or any of the concomitant devices prior to use, during use or noted upon removal. The same microcatheter was used throughout the procedure. Other coils were used successfully with the concomitant devices prior to and after the encountered event. There were no additional interventions or surgical delays due to the event. Patient outcome was reported to be good with no consequence or serious injuries.